Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.st the use of monopolar electrocautery. (Physician¿s implant manual (B)(4))

Event description:
A report was received that the patient was having high impedances and experiencing loss of stimulation. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well post operatively.